Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the impedance trend of the right ventricular pacing lead was variable, pacing capture threshold in the right ventricle was elevated, oversensing due to non-physiologic signals/sensing integrity counter, and diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was repositioned and programmed back to normal. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to noise and that there was an increase in threshold. It was noted that two days prior there was a sudden increase in impedance for the bipolar conductor and a decrease in r-wave amplitude. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.